Event description:
It was reported that during a right coronary artery procedure, the xience v stent was able to advance to the target lesion site, but during deployment, the balloon was not able to fully inflate inside the middle of the stent. An additional trek balloon catheter was used to successfully post-dilate the stent. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to difficulties during deployment (balloon waist) include, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. The sds was not returned for analysis which may have assisted in the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty to deploy. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for deployment issues for this lot. Although a conclusive cause cannot be determined for the reported deployment difficulties, there does not appear to be any indications of a product quality deficiency.